Event description:
The user facility reported that the device overheated during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device overheated during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results